Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for about the past month the pt's stimulation has been turning on and off by itself. The pt was redirected to their healthcare provider to further address the issue. No symptoms were reported.